Manufacturer narrative:
The customer returned both test strip lots for investigation. The returned test strips were measured with a reference meter and a high level control sample. Lot 523332-18 testing results (qc range: 2.6 - 3.2 inr): vial 1 qc 1: 2.9 inr . Qc 2: 3.0 inr . Qc 3: 3.0 inr . Vial 2 qc 1: 2.9 inr . Qc 2: 2.9 inr . Qc 3: 2.9 inr . Lot 465891-13 testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr . Qc 2: 3.1 inr . Qc 3: 3.1 inr . The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial rporter occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek inrange meter with unknown serial number compared to an unknown laboratory method on (B)(6) 2021, the result from the meter was 1.4 inr. The result from the laboratory was 2.1 inr. The timing between the two tests was not known. On (B)(6) 2021, the result from the meter at 09:30 am was 1.7 inr. The result from the laboratory at 10:30 am was 2.3 inr. The therapeutic range is 2.0 to 3.0 inr. The patient has two sets of strips with two different lot numbers. The patient could not recall the specific lot he used for each test. Lot no: 52333218. Expiration date: 31-jul-2022.